Event description:
It was reported that pt underwent bi-polar shoulder arthroplasty in 2006. One month post-op, pt complained of pain and radiographs confirmed bi-polar modular head had disassociated from liner component. Revision procedure was performed a month later to exchange the components.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Evaluation of explanted component found to meet mfg specifications. No conclusion could be made as to the cause of the event.